Event description:
A customer reported, during a procedure after the phaco function was performed normally, the coagulation would not work. The cautery was reconnected 2-3 times but still would not function. The coagulation was then performed manually. The surgery was successfully completed after a delay of 20 minutes. There was no pt harm reported.

Manufacturer narrative:
The company rep spoke with the customer to assist with troubleshooting, and stated that the issue is most likely a defective cautery cable. The customer unsuccessfully attempted to troubleshoot by reconnecting the cautery two or three times. The coagulation was then performed manually. The company rep examined the system and verified the fluidics, ultrasound, and cautery function to be functional. The company rep found a bad contact was due to the cautery cable, not the system. However, no info on the type of cautery cable used was reported. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Although no sample was returned for eval, the root cause for the reported issue of inoperative cautery function is attributed to a nonconforming cautery cable. (B)(4).